Event description:
Customer reported the cuff would not inflate. The information provided suggest that decannulation and recannulation of a replacement tube was required. Customer confirmed that no additional harm to the patient. Customer reported it is unknown if tube was pre-tested prior to use.

Manufacturer narrative:
(B)(4). The sample associated to this report is currently in transit to the manufacturing site for analysis.